Event description:
User reports two pt samples over a two day period which generated erroneous results for multiple assays. User said they repeated both pt samples twice and received normal results. Sample 1, initial calcium 14.7 mg per dl, repeats 9.3 and 9.4 mg per dl. Initial glucose 185 mg per dl, repeats 92 and 93 mg per dl. Initial alk phos 179 u per l, repeats 110 and 109 u per l. In early 2009: sample 2, initial calcium 16.4 mg per dl, repeats 9.9 and 9.8 mg per dl. Initial glucose 183 mg per dl, repeats 100 and 99 mg per dl. No erroneous results were reported.

Manufacturer narrative:
The field service rep determined the cause to be a defective lamp noting a black spot on the lamp bulb, and replaced lamp and syringe tips. Calibration, controls and pt's samples were run and within specification.